Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tkr had been performed on unknown date, the patient complained of pain. A revision was performed and it was noticed that the original journey I poly post had broken off. Journey tall post was implanted in its place. Current health status of the patient is unknown.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The post of the device is broken, rendering the device inoperative. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per case details, after tkr was performed (date unspecified), ¿the patient complained of pain.¿ reportedly, a revision was performed, and a broken poly post was discovered and exchanged. The patient¿s current health status is unknown. No additional requested information was provided. Without the requested information, the root cause of the reported symptoms and events cannot be definitively concluded. The patient impact beyond the reported pain, device breakage and revision cannot be determined, and the patient¿s current health status remains unknown. Therefore, no further clinical medical assessment can be rendered. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it cannot longer fit its purpose, the contribution of the device to the reported event could be corroborated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, or patient reaction. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.